Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exebp with yersina. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that they had a false positive with exebp with yersina. In a previous case, dating back december 28, 2020, the customer received noisy amplification curves for yersina. Field service was dispatched. Field service replaced #4 pump, replaced the gantry, and performed a calrack. The complaint is confirmed. No parts were returned to bd for investigation. The root cause is due to bubbles as observed in the database with trends on lanes associated with pump #4 and errors of the gantry as that can contribute to a bubble. The investigation consisted of a review of the instrument installation and service history and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exebp with yersina.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.assays used: exebp with yersina.